Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿scan again in 10 minutes¿ message related to his adc freestyle libre sensor. He indicated he experienced several episodes of hypoglycemia between (B)(6) 2018. The customer further reported that he need assistance from a relative and received a glucagon injection ¿just once¿ during this time period. He also noted he had to adjust his insulin because of this issue. Customer declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a ¿scan again in 10 minutes¿ message related to his adc freestyle libre sensor. He indicated he experienced several episodes of hypoglycemia between february 15, 2018 to february 18, 2018. The customer further reported that he need assistance from a relative and received a glucagon injection ¿just once¿ during this time period. He also noted he had to adjust his insulin because of this issue. Customer declined to provide any further information. There was no report of death or permanent injury associated with this event.